Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the tip of the device broke off. It is unk if it fell into the patient. They got a new one to complete the procedure. There was no patient consequence reported.